Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient has to tilt head down to get clear vision. The patient thought that, the lens have shifted during healing. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).